Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The insulin pump had minor scratched lcd window, broken battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call for cosmetic damage. Blood glucose was unknown. Customer reported that the top of where she insert her reservoir is broken and where the battery goes in is cracking. Customer reported that damage while getting ready for the day and clipping pump into place. The insulin pump will be returned for analysis.